Event description:
Procedure type: vats. According to the reporter: pt had normal lung tissue, but the case was more difficult than a routine case due to the previous thoracotomy. Post-operative leak occurred. The leak was small, similar to a pin point in or around the staple line. The surgeon is concerned about his pt and the add'l costs due to the hospital extended stay. The pt remained in the hosp until the air leak was resolved. No specific number of days was mentioned. No comment about the pt's post-operative diagnosis was made.

Manufacturer narrative:
(B)(4).